Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was genuine urinary stress incontinence. The procedure performed was a trans obturator tape (tot) with cystoscopy. The patient returned for an office visit on (B)(6) 2012 for incontinence. The patient stated it was a combination of urgency, frequency, etc. The diagnoses were urgency and urge incontinence. The patient returned for an office visit on (B)(6) 2012. The patient stated she had not had much change in her symptoms. She was changing pad 2-4 times daily. The diagnoses were urgency, urge incontinence, and nocturia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.